Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to septic shock secondary to (B)(6). The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.